Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion of the mesh, the patient experienced pain, urinary/bowel problems, dyspareunia and neuromuscular problems. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that on (B)(6) 2013, the patient underwent complete mesh removal due to chronic pelvic pain related to the urethral sling. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).